Manufacturer narrative:
The case was escalated, but no resolution was documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that the calibration system failed to boot due to a remote server connection issue on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.